Event description:
It was reported via repair work order that the footend patient right siderail may not have locked as the latch was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the footend patient right siderail may not have locked as the latch was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Supplemental submitted to indicate that the customer did their own evaluation and reported to the manufacturer that they would handle the repairs to the bed, and would contact the manufacturer if further assistance was required. Customer did their own evaluation and repair.